Event description:
The patient had a prior endograft repair and presented with a persistent type ii endoleak originating from a large ima (3 mm diameter). On (B)(6) 2023, the endoleak was treated via delivery of 50 imp-fx-12 devices through a 5fr terumo destination sheath to the aaa sac. A sacogram done at the end of the procedure confirmed the endoleak had fully resolved. During the 30-day follow-up a type ii endoleak was found. At the 45-day follow-up it was found that the aaa sac had ruptured which prompted the conversion to open surgery. The surgery was reported to have gone well and the patient status is stable.

Manufacturer narrative:
A review of the lot history record and accompanying lot release report identified no quality issues related to device performance. A benchtop investigation did not occur because the devices remain implanted in the patient. The case details received on 11/6/2023, stated that all 50 imp-fx-12 devices were delivered to the aaa sac and that the angiogram taken after plug delivery showed the type ii endoleak had resolved. During the week of 11/14/2023, shape memory medical met with the physician to review the CT scans from the 30 and 45-day follow-up. Through this meeting shape memory medical learned that the majority of the plugs had been delivered to an aortic dissection instead of the aaa sac, as originally intended. The aortic dissection is believed to have originated from the method used to access the aaa sac. There is a possibility that the aneurysm rupture occurred because the type ii endoleak was not treated as intended during the aaa sac embolization procedure, however, based on the information received thus far, this could not definitively be confirmed.. A supplemental report will be filed should additional information be received from the complainant. Shape memory medical complaint reference number: (B)(4).